Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Reportedly, air bubbles were observed within the infusion set tubing. A manual injection was administered to address bg. Customer changed out the infusion set supplies to address the issue.